Event description:
Per the clinic the patient experienced pain and a dislodged magnet during an MRI (1.5 tesla). However, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to replace the magnet has been completed on (B)(6) 2025 under general anesthesia.